Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's condition was stable.